Event description:
Customer reported during troubleshooting for high blood glucose that his reservoir is leaking. Customer stated she smelled insulin at the tubing connecter after filling the reservoir. She got some insulin on her fingers. The leak was at the tubing connector. There are no cracks or splits visible in the barrel. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.